Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: medtronic legal received a legal filing/report where the customer reported that emergency medical services were called due to hypoglycemia, event date is unclear. Blood glucose at time of event was 24 mg/dl. User was found unresponsive (loss of consciousness) with blood sugar of 24 mg/dl. Ems stated user had tremors with urinary incontinence and foaming of the mouth, possibly a seizure. Ems gave 1 amp of dextrose. After user received dextrose, they were awake and alert with a blood sugar of 66 mg/dl. User did not want to be admitted. Morning of event, bg was 39 mg/dl around 2:00 am, user woke up to let dog out. Bg readings in the morning were 53 mg/dl and 63 mg/dl, user also mentioned drinking orange juice in the morning. Pump had a black retainer ring. It was not directly alleged that the pump was malfunctioning.

Event description:
Medtronic legal received information from the attorney of the family, medtronic received notice of a device/product legal hold notification containing individual claimants. The reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and the customer used emergency medical services. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). All related reports will be updated accordingly when and if the affected serial number was identified. Troubleshooting was performed. The event involved product(s) mmt-1780kl, unomedical, unk_fotasoftware and mmt-332a. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1780kl, unomedical, unk_fotasoftware and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.